Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's implantable cardiac monitor did not measure an atrial fibrillation episode. No device intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of a missing egm was confirmed. Review of the additional information provided determined that the episode was deleted due to a firmware anomaly.